Event description:
Patient reported a metal bar of unknown manufacture was implanted in his right knee in (B)(6) 2019. In (B)(6) 2021, patient alleges his entire right leg was amputated. Patient has a history of surgeries addressing infection with stryker knees implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
An event regarding infection involving an unknown knee implant was reported. The event was confirmed via medical review. Method & results:  -device evaluation and results: not performed as product was not returned. -clinician review: a review of medical records by clinical consultant indicated: the patient reports that a "metal bar" was implanted in his right knee in (B)(6) 2019. Subsequently in (B)(6) 2021 the patient alleges that his entire right leg was amputated. Patient had a history of surgeries addressing infection with stryker knees implanted.only sparse information is given but the narrative appears that the patient had a primary knee replacement which became infected, underwent a two-stage procedure which was unsuccessful, then underwent an arthrodesis which became reinfected, and subsequently the patient required an amputation. Patient had persistent infection following total knee arthroplasty requiring a two-stage revision, and arthrodesis and subsequent amputation. I can confirm that these events occurred since there was documentation provided for the procedures. Regarding the root cause of persistent infection following the replacement is multifactorial including surgical factors, patient factors and possibly seeding of the knee joint from a remote site. -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion: a review of medical records by clinical consultant indicated: the patient reports that a "metal bar" was implanted in his right knee in (B)(6) 2019. Subsequently in (B)(6) 2021 the patient alleges that his entire right leg was amputated. Patient had a history of surgeries addressing infection with stryker knees implanted. Only sparse information is given but the narrative appears that the patient had a primary knee replacement which became infected, underwent a two-stage procedure which was unsuccessful, then underwent an arthrodesis which became reinfected, and subsequently the patient required an amputation. Patient had persistent infection following total knee arthroplasty requiring a two-stage revision, and arthrodesis and subsequent amputation. I can confirm that these events occurred since there was documentation provided for the procedures. Regarding the root cause of persistent infection following the replacement is multifactorial including surgical factors, patient factors and possibly seeding of the knee joint from a remote site. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device identification and return, pathology reports, operative reports, progress notes, x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient reported a metal bar of unknown manufacture was implanted in his right knee in (B)(6) 2019. In (B)(6) 2021, patient alleges his entire right leg was amputated. Patient has a history of surgeries addressing infection with stryker knees implanted.